Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. Stent struts on the two most distal rows were misaligned and stretched distally over the distal markerband. The hypotube was kinked at 2 mm distal to the distal end of the catheter strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 70% stenosed, 38 x3 mm, de novo target lesion containing a >45 and <90 significant lesion bend was located in a severely calcified and moderately tortuous left circumflex (lcx) artery. Predilation was performed using a 3.0x30mm apex balloon catheter. A 3.00x38mm promus element long drug-eluting stent was then selected and advanced to treat the target lesion. Upon advancing, the stent failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.